Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lots h12g16072 or h12g30032. No deviations were found related to this reported condition during the manufacture of either of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. On an unreported date, over a year ago, the patient experienced fungal peritonitis and was hospitalized (dates unspecified) for the event. During hospitalization the pd catheter was removed, the pt had stents put in and was switched to hemodialysis. The cause of the peritonitis was unknown. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.